Event description:
Related manufacturer reference number: 2017865- 2022- 38299. It was reported that atrial lead dislodgement was observed on cxr. Non-capture due to dislodgment was also noted. Right ventricular (rv) lead exhibited low impedance and non-capture. Both leads were explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. The reported events of failure to capture and low pacing impedance were confirmed. Electrical testing found internal shorts between conductor paths. Destructive analysis found the inner insulation was abraded at the distal region. The cause of the reported events was due inner insulation abrasion.